Event description:
Covidien received info of ventilator with an unresponsive keyboard. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) keyboard, which resolved the reported issue. The ventilator passed calibrations and extended self testing. (B)(4).